Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the tubing was too stiff. Based on the visual exam performed, the reported complaint was confirmed. A change was implemented to enhance the flexibility and the ease of connection of the tubing. It was determined that this sample was manufactured prior to the design change.

Event description:
The customer alleges that the tubing is stiff and the connection fell off during use on a patient. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. The device history record reviewed showed that there were no issues related to this issue neither on the product nor its components during the manufacture of the material. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. Customer complaint cannot be confirmed since the device sample or picture is not available to perform a proper investigation and determine the root cause. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If the device sample becomes available this compliant will be reopened.

Event description:
The customer alleges that the tubing is stiff and the connection fell off during use on a patient. No patient injury reported.